Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/09/2024, it was reported by an arthrex subsidiary employee via (B)(4)that an ar-12990n needle broke. This occurred during a case. There was no additional information was provided, and additional information has been requested.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/16/2024 additional information was received from a subsidiary employee via email who stated that the procedure performed was a simple knee arthroscopy. The device broke at impact with the bone. There was no attachment used with the needle. No arthrex rep was present during the procedure. The patient's bone quality was very rigid. Some fragments remained in the patient. Another scorpion needle was opened and used to complete the procedure. There were no delays or need for additional anesthesia.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle.